Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: d8, e2, e3, g2, h2, h4, h6 and h10. Correction to e2, e3. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since there is no abnormal at the time of shipment by DHR, the probable cause of no image is because the cable unit broke due to the handling of users such as excessive force added. As a result, the image stopped producing due to the communication failure. The instructions for use (IFU) states: ¿ do not apply impact to the camera head. Otherwise, it may be damaged. ¿ do not bend the electrical contacts or optical connections of the video connector by striking them. Otherwise, it may become impossible to connect to the camera control unit or cause connection failure. ¿ do not round the camera cable smaller than 20cm in diameter. Otherwise, it may be damaged. ¿ when rounding the camera cable, be careful not to twist the cable. Otherwise, it may be damaged. As a winding method that does not cause twisting, there is a method in which the top and bottom of the overlapping loop of the cable are stacked alternately. ¿ do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. Olympus will continue to monitor complaints for this device.

Event description:
The customer returned the 4k autoclavable camera head because during a procedure the device "seemed to short out". According to the initial reporter, the procedure was completed using another camera device and the patient's outcome was positive. Upon further review of the device after its return, it was discovered that the image would not appear due to a faulty cable unit. This report is being submitted to capture the faulty cable unit.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, olympus personnel noted that the image would not display on the device due to a faulty cable unit. Additionally, the rear cover label was fading. If additional information becomes available following device evaluation, a supplemental report will be filed.